Event description:
Please have a look at the complaint # (B)(4). This case has been reported after (B)(4). The same hcp, the same patient, and the same shunt product which has been replaced due to the (B)(4) complaint. This time, it led overdrainage even with the 200 mm h2o pressure setting

Manufacturer narrative:
It was initially indicated that the device would be returned for evaluation. To date, the sample has not been provided. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be filed.